Manufacturer narrative:
A partial lead with the distal tip measuring 53.5cm was returned for analysis. External insulation abrasion was noted at 12.7-14.1cm, 14.7-14.8cm, 15.5-15.6cm, 15.6-15.8cm, and 35.7-35.8cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 29.5-30.2cm from the distal tip. Externalized conductors due to internal insulation abrasion were noted at 9.5-13.0cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that lead failure was suspected. During the procedure, cine images revealed externalized conductors. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.